Event description:
It was reported during a colon procedure the device would cut, but stapled partially. A crunching noise was heard, staples were found opened in the pelvis. A laparatomy was performed to complete the case. The rectum was dissected 5 cm more. More rectal dissection was necessary. Peritonitis risk, patient now under antibiotics. The patient developed no post-operative infection and is doing fine.